Manufacturer narrative:
This follow-up report is in response to a request received by richard wolf gmbh from an FDA (MDR data system team) regarding a related report information that was not included in the corresponding block h10 of medwatch form 3500a.

Manufacturer narrative:
The provider claimed that the foot pedal for erbe, model vio 300d (non-richard wolf device), failed to charge and inadvertently produced high temperature that caused overheating and resulted into melting of the electrode, cutting electrode bipo 24fr 12/30°, part ID: 4622.1313, lot#: 21004634 (richard wolf). The malfunction occurred during the cystoscopy with transurethral prostatectomy (turp) procedure. The event was likely caused by the foot pedal for erbe, model vio 300d. Richard wolf consider this matter as "reportable malfunction".

Event description:
Richard wolf medical instruments corporation (rwmic) received a medsun report: (B)(4), regarding an issue with a cutting electrode bipo 24fr 12/30°, part ID: 4622.1313, lot#: 21004634. According to the medsun report, "provider noted issues with foot pedal for erbe not charging electrode, then would heat suddenly. Loop broke/melted, and scope set up removed. Tech struggled to unseat electrode from resectoscope. Team changed to 12-degree scope to complete case." Original intended procedure: cystoscopy with transurethral prostatectomy.